Manufacturer narrative:
Co's evaluation of the returned product confirmed that the sheath had separated from the hub. The first plug was partly ejected and soaked with blood. The second plug was highly compressed. The IFU states that both plugs should not be used with kit size 75301. In addition, the deployment of the second plug was started before deployment of the first plug was complete. This indicates that the proper "push-pull" technique was not used. Code 86: review of the mfg and qc records for this lot of product and co's experience with this type of event. Code 400: the mfg and qc records showed that this lot of vasoseal met all mfg specifications.